Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a trial patient regarding their spinal cord stimulation trial device. The patient reported that they were feeling stimulation in the rib-cage instead of the lower back and the manufacturer representative (rep) instructed them to turn the device off. Additional information received from rep indicated that the patient had x-rays taken and they showed that the trial lead had shifted upwards so the leads were pulled. The patient stated that the stimulation worked well before the leads shifted. The trial lasted four days and the patient was awaiting insurance approval for the implant. The patient stated that they were doing well and healed up without issue from the trial leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.